Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump kept alarming 'occlusion' even when tubing was disconnected. This occurred during a magnesium infusion running 100ml/hr with a volume to be infused of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: to previous g3: date received by MFR: update date to 02/25/2025. Additional information: d9, h3, h6 (update codes), h11. H11: the device was testing on-site at the customer facility by a baxter technician. A review of the event history log did not identify any occlusion alarms on the event date. A device history review revealed no issues that could have caused or contributed to the reported issue. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing were performed with no issues; the device met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.